Event description:
A malfunction was reported on a pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions, assisted in resetting the pump, and advised the customer to continue using the pump, with the recommendation to contact them if the malfunction code reoccurs. The customer acknowledged and understood these instructions.